Event description:
The customer reported that the monitor is hanging. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). E1: reporter phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Data correction: d4 unique device identifier (UDI) #, d7a: is this a single-use device that was reprocessed and reused on a patient? After receiving additional information, it has been determined that the event does not meet the criteria for reporting under the applicable regulations. The loss of operation of the touch function on the display would be detected by the user during attempts to interact with the touch function. During this time, physiological data can continue to be displayed and alarms can continue to operate. The user would make arrangements for use of an alternate display as indicated. The event does not pose a risk to public health or safety. Therefore, it has been concluded that this event is non-reportable a philips remote service engineer (rse) spoke to the customer, and had the customer perform a touch calibration to correct the issue. Based on the information available and the testing conducted, the cause of the reported problem was the touchscreen. The reported problem was confirmed. The device was confirmed to be operating per specifications after the touch calibration was performed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that the monitor was hanging. A good faith effort (gfe) was made, and additional information was received that the issue was the touch screen of the monitor was not working properly. The device was in use on a patient at time of event, there was no adverse event reported.